Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced several episodes of peritonitis. The cause and treatment of the event were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. It was reported pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.